Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 800 mg/dl. Other blood glucose were 241, 289 mg/dl. Auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose level event the customer was treated with insulin pump. The insulin pump will not be returned for analysis.